Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for a supra ventricular tachycardia (svt) episode treated as a fascicular ventricular tachycardia (fvt) episode. The device remains in use. No further patient complications have been reported as a result of this event.